Event description:
Reporter alleged blood glucose measured 42 mg/dl back to back with a result of 119 mg/dl when testing was performed within 2 mins of each other. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.